Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) message. The customer tried to clear the ua by reinstalling the lifeband, swapping the battery, and restarting the platform, but the ua persisted. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.